Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2013, reporting that the buttons required multiple hard presses to elicit a response. The reporter confirmed that the keypad was cracked. The tactile changes occurred first. The patient reportedly wore the pump in a pocket and does not clean the pump. There is no reported adverse event with this complaint. This report is made based on the allegation of the keypad response issue.

Manufacturer narrative:
Follow-up # 1 (B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the keypad was torn over the up and down arrow buttons. During testing, the ok keypad button was intermittently unresponsive; all other buttons responded appropriately. During investigation, evidence of contamination was found under all key contacts. Unrelated to the complaint, the battery compartment was found to be cracked.